Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there were air bubbles; air in the line. The following information was provided by the initial reporter. The customer stated: "the patient received infusion treatment and the new closed vein indwelling needle was immediately replaced when air leakage was found by the nurse."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1051527. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there were air bubbles; air in the line. The following information was provided by the initial reporter. The customer stated: "the patient received infusion treatment and the new closed vein indwelling needle was immediately replaced when air leakage was found by the nurse.".